Manufacturer narrative:
Final analysis found burn marks on the main circuit board of the ac power adapter, which resulted in a power up anomaly.

Event description:
It was reported that there was a lightning strike, and transmitter would not power up. The power prongs were reset, but there was still no power.